Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker device had longevity of 6 months remaining and recently turned to one year. Boston scientific technical services (ts) then discussed briefly current bin switching. The pacemaker remains in service. No adverse patient effects were reported.